Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The rv lead exhibited high number of the sensing integrity counter (sic) oversensing episodes. There was a concern about silicone on silicone rub or mirror image because the ventricular sensing episodes correlated to noise on the atrial lead. The atrial lead sensitivity was changed. The ra and rv leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.